Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, 99% stenosis in the distal right coronary artery (rca). Reportedly, the 2.5 x 15mm rx trek balloon catheter was advanced for pre-dilatation; however, the balloon ruptured during second inflation at 18 atmospheres. A non-abbott balloon catheter and xience xpedition were used and the procedure was completed without issue. There was no resistance felt during advancement or removal of the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.